Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #610384. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2012 removed and replaced on (B)(6) 2020 as the device ¿went flat¿, leaks. Attempts to obtain additional information were unsuccessful. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
A titan was indicated as the penile prosthesis removed. No information regarding lot number was provided. The item number above was entered to record that a titan product had been explanted. Should additional information be received, the file will be updated. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified the device ¿went flat" and leaks. The device was removed/replaced.